Event description:
Information was received indicating that a pump was exhibiting no disposable alarm, not detecting the cassette, when a smiths medical, cadd medication cassettes was attached. The complaint report indicates there was no injury to the patient. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).